Manufacturer narrative:
This report is submitted on august 11, 2021.

Event description:
Per the clinic, the patient experienced a decrease in performance and pain and swelling at the implant site subsequent to sustaining a head trauma in (B)(6) 2021. The device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on november 22, 2021.